Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 13.2mm vicm5 13.2 of -10.50 diopter implantable collamer lens tore/broke during loading on (B)(6) 2022. The lens was not implanted into the patients right ye (od). A replacement lens of the same model/size and diopter was implanted on (B)(6) 2022 and the problem was resolved.